Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, there was a waterproof failure due to the loose elevator channel plug. The device evaluation found that the inside of the light guide lens was discolored. Additional findings include the following: there was corrosion from the electrical connector due to leakage, switch 3 had a scratch, the connecting tube was corrugated, the bending section cover adhesive was broken, the light guide lens had scratches, the charged coupled device unit lens was broken / had scratches, and there was corrosion from the scope connector due to the leakage. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, it is likely the inside of the light guide lens being discolored was caused by humidity invading the light guide lens which led to corrosion occurring by applied physical stress to the distal end such as hitting and dropping and / or the light guide lens glue was peeled off by chemical stress such as chemical solutions used for the device; however, a definitive root cause could not be established. The following information is stated in the IFU (instructions for use) which may help to prevent the issue: the instruction manual evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the evis lucera duodenovideoscope elevator channel plug was loose. The issue was found during preparation for use, the intended diagnostic procedure was completed using a similar device, and without delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the inside of the light guide lens was discolored. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.